Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, the balloon rupture appears to be due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other two armada 35 devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a non-tortuous, heavily calcified bifurcated left common iliac artery. Three 7.0x40mm armada 35 balloon dilatation catheters were advanced with no resistance met and inflated at the lesion. During inflation, all three devices ruptured at nominal pressure. This was enough to complete the procedure and no further devices were used. Per the physician, the rupture was due to the heavily calcified anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.